Manufacturer narrative:
A ge svc rep performed an on site investigation. The 5volt power supply was adjusted. The fluoro functions board was reseated and the camera and image intensifier were cleaned during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 sys locked up with a communications error and appeared to continue to fluoro during a case. Also the left monitor went blank and there were artifacts in the image. No pt injury was reported.